Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the test failure was isolated to corrosion on pca connector j2005. The cause of the corrosion was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.